Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information requested and the following response received on (B)(6) 2011: the surgeon would only supply some of the information requested. He said the tissue was good tissue. The issue occurred on all the staple line. He would not share the pre-op diagnosis. He would not share patient's current condition. The surgeon did not fire the stapler/ assistant fired it. Colostomy was not planned. Staples were malformed. Device did cut. Stapled to complete. He was not sure if the colostomy would be permanent. He would not share any patient information with me other than the above the analysis .results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, the assistant fired the device on the bowel (very low) and the staples did not form. The patient was given a colostomy. Additional information has been requested.